Event description:
Customer reported that a pt with a history of anti-wre did not react with cell #9. Antigram indicates cell #9 is wra+. Resolve panel a, lot# ra539. Ocd's complaint investigation determined that cell #9 is wr(a-). See narrative h10 of this form. No death or serious injury is associated with this event.